Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's mother reported via phone call indicating that the customer experienced multiple no delivery alarms. The customer's blood glucose level was unknown at the time of the call. The caller stated that they change the sets every three days and rotate the sites, but the issue continues to occur. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.